Manufacturer narrative:
Review of lot history records for the involved device is pending.

Event description:
Clinic reported a patient who developed bilateral abscesses. The abscesses were I&d and antibiotics (vacomycin) were prescribed 16 days post miradry treatment. Culture result was positive for staph aureus. The antibiotics were switched to ancef and ceftin 500mg bid x 10 days. It was noted that the patient consulted at an ER, instead of the treating clinic.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. Update: add device manufacture date and method code: 3331.

Event description:
Clinic reported a patient who developed bilateral abscesses. The abscesses were I&d and antibiotics (vacomycin) were prescribed 16 days post miradry treatment. Culture result was positive for staph aureus. The antibiotics were switched to ancef and ceftin 500mg bid x 10 days. It was noted that the patient consulted at an ER, instead of the treating clinic.